Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00664; 341-10-706, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - resurface the patella and switch the poly to a thicker one, unknown reason.